Event description:
New information indicated that the lead exhibited increased thresholds, loss of capture and high impedance. The device was reprogrammed.

Event description:
It was reported that the left ventricular lead exhibited high impedance via a merlin.net transmission. No patient symptoms were reported and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.